Event description:
It was reported to philips that the system was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips distributor examined the system and confirmed that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the fdcsib was defective and observed the l3 led blinking on the system. To resolve the issue, fse replaced the fdcsib. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.